Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during a procedure performed on (B)(6) 2013. According to the complainant, during testing of the device prior to use, when retraction of the brush was attempted, the brush could not be retracted completely. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed reportable based on the investigation finding: brush bent.

Manufacturer narrative:
The physician's name is unknown. (B)(4) visual evaluation of the returned device found that when the device was received the handle was retracted fully and the brush was partially retracted. The brush wire was bent approximately 1.7 cm from the distal tip of the brush (4 mm from proximal end of bristled portion). Functional evaluation found that when the handle was actuated, the brush would fully extend without issue; however, the brush would only partially retract. The brush was stuck at the skived tip of the catheter due to the bent brush wire, with approximately 4 mm of the bristled bush still extended out of the distal end of the extrusion. Review and analysis of all available information indicated the most probable root cause for this event is handling damage; likely, the brush wire was bent due to some handling aspect of the device, possibly during unpacking or preparing the device for the procedure. This bend interfered with the retraction of the brush. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review confirmed that the device met all manufacturing specifications.